Manufacturer narrative:
The cartridge was returned to animas. Evaluation revealed that the inner o-ring on the plunger appeared to be twisted/unseated. A leak test was performed and air bubbles were observed coming from the plunger o-ring area. A cut was observed on the inner o-ring.

Event description:
The patient reported that when filling the cartridge, insulin leaked out. The patient could see a "crimp" in the o-ring on the cartridge.